Event description:
"Ale" patient was identified during an active online listening program. The patient had essure inserted. The report describes a case of pelvic pain ("pains"). In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with analgesics and surgery (going to the surgery room due to essure). Essure treatment was not changed. At the time of the report, the pelvic pain had not resolved. The reporter considered pelvic pain to be related to essure. The reporter commented: ((B)(6) post on (B)(6) 2018:) for 2 years I had presented pains, taken analgesics and gone to emergency services and now I am going to the surgery room due to essure the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-jul-2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 11657 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pains / two years under pain") in a female patient who had essure inserted. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with analgesics and surgery (going to the surgery room due to essure). At the time of the report, the pelvic pain had not resolved. The reporter considered pelvic pain to be related to essure. The reporter commented: for two years I had presented pains, taken analgesics and gone to emergency services and now I am going to the surgery room due to essure. Two years undergoing physician's appointments, pain, analgesics, urgencies, and now surgery due to essure. And this has not finished yet. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: after internal review, case (B)(4) was identified as duplicate from this case and was deleted from argus database. All information was transferred for this case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pains") in a female patient who had essure inserted. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with analgesics and surgery (going to the surgery room due to essure). At the time of the report, the pelvic pain had not resolved. The reporter considered pelvic pain to be related to essure. The reporter commented: for 2 years I had presented pains, taken analgesics and gone to emergency services and now I am going to the surgery room due to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2018 for the following meddra pt (excluding this case): pelvic pain: 11746 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: due to internal review it was confirmed that this case was not found via an active online listening program, but it is a spontaneous case report (report type was changed) on (B)(6) 2018: no new information incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pains") in a female patient who had essure inserted. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with analgesics and surgery (going to the surgery room due to essure). At the time of the report, the pelvic pain had not resolved. The reporter considered pelvic pain to be related to essure. The reporter commented: for 2 years I had presented pains, taken analgesics and gone to emergency services and now I am going to the surgery room due to essure. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.